Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, communication reports were not properly notifying users of medication stock-outs and expired medications, and the affected drawers were not appearing on the cubie map. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) verified that there were no communication or configuration issues with the station. Review of station and server logs confirmed that multiple recent stockout and critical low reports were successfully printed, as also reflected in the server¿s bulletin print service logs. All cubie maps and user group permissions were correctly configured. The likely cause identified was that the medications were marked as backordered in the facility formulary, which suppresses stockout and critical low notifications. Later tss followed up with the customer multiple times to get further information for troubleshooting but didn't receive any. So tss proceeded to close the case.